Manufacturer narrative:
A product investigation was completed: the returned trial spacers were examined and the complaint condition was able to be confirmed in two instances as two proximal coupling heads were found to be broken off. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. Relevant product drawings were reviewed during the investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 10 for (B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the tip of two t-pal trial spacers broke off into the t-pal spacer applicator knob resulting in a 10 minute surgical delay. The tip of a holding sleeve broke off into the screw resulting in a two minute surgical delay; the fragment was not retrieved and remained implanted in the patient. The surgery was completed successfully and no further patient harm was reported. The patient outcome was reported stable. No additional information will be available. The returned instruments were examined and the complaint condition was able to be confirmed as two t-pal trials (03.812.310 lots 8615791 and 9505116) were found to have broken proximal couplings and the matrix holding sleeve (03.632.036 lot 6512081) had a broken threaded tip. Additionally five applicator knobs (03.812.004 lots 8706081, 3438176, 8459795, 8918795 and 9700357) were returned, three of which retained broken proximal couplings from t-pal trial spacers or inner shafts. The knobs were tested and found to function as intended. Finally a third trial (03.812.310 lot 9610063) was returned intact and without identifiable defect or deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), # 03.812.310/ lot # 9505116, manufacturing date: 09.jul.2015, no ncrs was generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion from t10 to the ilium, the following events occurred. While the surgeon was working at an unknown lumbar level, the tip of a t-pal trial spacers broke off into the t-pal spacer applicator knob. This event occurred twice. The tip of a t-pal spacer applicator inner shaft also broke off in a t-pal spacer applicator knob. Another part was immediately available for use. There was a 10 minute surgical delay related to the t-pal issues. During initial insertion of a screw at an unknown lumbar level, the tip of a holding sleeve broke off into the screw. The fragment tip was not retrieved and remained implanted in the patient. There was a 2 minute surgical delay related to the screwdriver sleeve issue. The surgery was completed successfully and no further patient harm was reported. The patient outcome was reported stable. No additional information will be available. This report is 5 of 7 for (B)(4).